Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that while the physician was reprogramming this pacemaker, there was sudden onset of non-pacing for this pacemaker dependent patient. It was thought this was due to a programming error. It was noted that the patient was seizing, but stopped when stat pacing was delivered. The device had been at elective replacement time (ert) and was subsequently replaced for normal battery depletion. No additional adverse patient effects were reported.